Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on keypad traces. No numbers were ramping on there own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the customer received an unresponsive keypad. Customer stated they were having issues with scrolling and their act button was unresponsive. The customer's blood glucose was 139 mg/dl. The customer stated they were working out and may have exposed their insulin pump to moisture prior to the keypad issues occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).